Event description:
Healthcare professional reported, right-side rupture. The device remains implanted.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b, h6.

Event description:
Healthcare professional reported, right-side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device was explanted.